Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose level was 221mg/dl. During a pump system check, a new cartridge was loaded and a minimum fill notification was received leading to an air leak being detected as the cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
On (B)(6) 2018: the customer reported that the pump was continued to be used for insulin therapy and no additional occlusion alarms had occurred.